Event description:
It was reported that the physician was concerned about drug dose not being effective. An x-ray was taken, that showed a fracture in the spinal area of the catheter (a break on the distal segment). It was unknown how long it had been fractured. The patient had complained of a spot on their back ¿a bubble¿ that hurt. Patient had less than 50% therapy relief. It was noted that to the physician that area seemed to be where the proximal end of the catheter ends. It was reported there was a revision of the catheter only planned for (B)(6) 2014. The physician planned to either splice the spinal portion of the catheter to the pump side of catheter or replace the spinal segment and splice to pump portion. At the time of report patient was ¿alive-no injury.¿ the pump system was delivering prialt/ziconotide. Additional information reported that the revision was rescheduled for (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported that patient¿s pain was not well managed despite increase in doses. The catheter break was confirmed, distal to anchor and the distal portion was unretrievable; cause and duration of this break was unknown. Regarding the small mass of tissue outside of spine, it was stated that the physician had removed as much as he could.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that patient was in the operating room for a catheter revision. It was reported it was questioned if the catheter was fractured. It was stated that the patient had a pump replacement in the fall of 2013 for normal battery (end of life). It was reported at that time they were unable to aspirate the catheter but did not do further troubleshooting at the time. Since pump replacement patient had not been getting good therapy. It was reported that on the day of report they would remove the old drug from the pump and put a lower concentration in the pump after the catheter revision. Additional information received a day later reported that the catheter revision was done on (B)(6) 2014. The physician found catheter in spine fractured just distal to anchor. It was noted that the physician could not find the spinal segment so they decided to leave it alone. It was also reported the physician removed tissue in the patient's back (the "bubble" that was likely where the fracture was. The physician believed it was a reaction to the drug collecting there. The physician added a spinal segment and spliced it to the pump. They were able to aspirate catheter from side port. The medication and dose to hydromorphone. It was reported that patient was doing well on the day of report and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).